Event description:
Same case as 6000089-2006-01919, 6000093-2006-01918, 6000093-2006-01917 and 2000089-2006-01920. It was reported that approximately 36 hours after a coronary artery drug eluting stenting treatment procedure stent thrombosis occurred. The patient presented with an acute myocardial infarction. A long lesion was identified in the mid left anterior descending (lad) artery and another lesion was located in the distal lad. The lesion in the mid lad was severely calcified and 95% stenosed. The lesion in the distal lad was 90% stenosed. During the initial procedure the physician pre-dilated the lesion in the mid lad with a maverick2 2.00x15.0mm balloon and a maverick2 2.00x20.0mm balloon. Next, the physician successfully implanted 3 taxus express2 drug eluting stents (des) (3.00x20.0mm, 2.75x32.0mm and 2.50x24.0mm) in the mid lad. The physician attempted to implant a taxus express2 2.25x20.0mm des in the distal lad, but the stent came off of the delivery system. The stent could not be located in the patient's body. The physician then tried to deliver a taxus express2 2.25x24.0mm des, but the shaft of the stent was broken. The physician terminated the procedure without attempting to deliver additional stents to the distal lad. Approximately 36 hours after the procedure, the patient experienced an acute myocardial infarction and returned to the facility. Thrombosis was diagnosed in the stents previously placed in the lad. An unspecified aspiration device was used to treat the thrombus. Other patient complications included heart failure and shock. The patient was administered unspecified medications to "raise blood pressure". The patient is in critical condition. Several attempts have been made to obtain further information in regards to the re-intervention and the patient's current condition, but no additional info has been received as of the date of this report.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. Should further relevant information become available, a supplemental medwatch report will be filed.